Manufacturer narrative:
Med records have been requested and have not been received by the MFR to date. Upon receipt of the med records, a clinical investigation will be performed and at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that she was admitted to the hosp for elevated potassium levels. She did not complete her treatment that night. Med records were requested and have not been received by the MFR to date.